Event description:
It was reported that while using the bd vacutainer® push button blood collection set, there was a large amount of blood that was projected onto the nurse, and the patient when the canula was inserted into the patient's vein, and during the venous return through the tubing. This is occurrence of one time and no other information provided on medical intervention.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D2: additional medical device type: jka. E1: initial reporter phone #: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: "material #:367338. Lot/batch #: 3349155. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged tubing was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, there was a large amount of blood that was projected onto the nurse, and the patient when the canula was inserted into the patient's vein, and during the venous return through the tubing. This is occurrence of one time and no other information provided on medical intervention.

Manufacturer narrative:
Investigation summary: material #:367338; lot/batch #: 3349155. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged tubing was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.